Event description:
It was reported that during a lead revision procedure, insulation damage was observed on the atrial lead. The lead was repaired at that time. The lead was explanted and replaced during another unrelated lead revision on (B)(6) 2015. The patient was noted to be in good condition following the procedure.

Manufacturer narrative:
(B)(4).